Event description:
It was reported that the pacemaker went into back up after it was placed on top of a bovie generator. The device was unused and still in the box. The device will be returned for further analysis.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and is consistent with a bus error reset. The device was tested on the bench and no anomalies were found. The device longevity was found to be normal. The cause of the back-up was found to be due to u2 xena ic cold temperature sensitivity.